Event description:
The customer reported that one user went to run a test on a patient and after scanning the patient ID, they did not run the sample. The host was left on the patient ID screen. A different nurse went to use the host. The customer is stating since the host did not log out and resync, the host remained on the first patient's information and the nurse ran the second patient's sample under the first patient's ID. The second patient's results went to the first patient's chart, however, nurse noticed the error and a corrected report was issued. There is no report of injury due to this event.

Manufacturer narrative:
Investigation complete: inactivity time and close completed tests after inactivity features only work when a test is complete, or the host is on a screen that is not a testing screen. If a test is started (no test card inserted) then the host remains on that page indefinitely until a user interacts with it. That is to ensure the if a user starts a test and goes off on an emergency or to draw blood that the inactivity timer does not close the test and log the user out. If a card is inserted, then there is sample injection time out that is invoked and presents an error message "timeout: sample not introduced in time" 7.5 mins after calibration. The system is working as intended. The patient ID entered previously was displayed and the operator ignored that. No product problem identified. The cause of this event was due to user error.